Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 16, 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber was used without issues and the physician was able to complete the procedure. Upon removing the laser fiber from the console, the fiber body broke near the connector. Reportedly, the laser fiber was seemed to be fragile. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.